Event description:
It was reported that approximately 20 months post-implant of a bifurcated device and a suprarenal aortic extension, the devices were explanted. Reportedly, the patient presented emergently with severe abdominal pain and a computed tomography scan revealed a free rupture of the aorta. The physician elected to explant the devices and perform a surgical repair using a dacron graft. It was indicated that the patient expired; the cause and time of the death were not provided, and it is unknown at the time of this report.

Manufacturer narrative:
The explanted device was returned for evaluation. Additionally, medical records and imaging were provided and reviewed by a clinical representative with the following impression: there was suboptimal medical documentation and imaging studies available for this review. The aortic extension was two sizes bigger than the bifurcated main body stent; this finding might have been incongruent with sizing recommendations, and might have contributed to the reported event. The pre index CT demonstrated anatomical findings that might have been incongruent with the IFU: the infrarenal aorta diameter was estimated to be 32-33 mm, there appeared to be a posterior angulation of greater than 60 degrees in the mid aorta, there were severe calcifications seen throughout the system and adjacent to the blood lumen itself, as well as at the aortic bifurcation. Reportedly, the patient had a history of renal insufficiency; a left kidney could not be visualized on the non- contrast exam, and there was evidence of a right renal stent. These findings also might have been incongruent with the IFU due to the inability to tolerate contrasted exams. Reportedly, 20 months post index, the patient presented urgently with abdominal pain and nausea, and hemorrhagic shock. The CT non-contrast scan revealed a large aortic rupture; hemorrhage could be seen at the juxarenal aorta. A definitive endoleak could not be seen, but there was evidence of component separation. The patient survived the open conversion and explant. During the explant, the right renal stent was inadvertently removed, as it was attached to the open struts of the aortic cuff, which was seen on the hard copy film. Two units of packed red blood cells and two units of autologous cells were given, but estimated blood loss was 1500 cc. The next post-operative day, the patient's hematocrit and hemoglobin were 15% and 5 mg/dl, respectively; creatinine was 2.7 mg/dl, which might have indicated acute renal failure. The patient coded and expired, the cause of death was aortic rupture, hemorrhagic shock and multiple organ failure. The device was sent for pathology evaluation, which suggests that the stent graft developed tears although the clinical images that were provided did not identify an endoleak. The cause of the tears was not identified, but the patient was shown in the clinical assessment to have heavy systemic calcification. Both, the severe calcium and vessel neck angulation, suggests that the patient was a high risk candidate base on the IFU guidelines. Although the investigation is inconclusive, use of the device with the difficult patient anatomy may have been a factor. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.